Event description:
A tamponade was reported during an rvot procedure. The patient was on heparin 100ie/kg. Drainage was performed following the incident. The procedure was stopped after the tamponade was discovered. Patient has been discharged from the hospital, and a new ablation procedure is scheduled in one month. The doctor felt that the construction of the catheter was too stiff due to the braiding.

Manufacturer narrative:
Product was discarded by the facility/ not returned for investigation. No lot number was available either since the product was discarded. (B) (4).